Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she had tingling in her feet for over a year by the time of the report and saw the healthcare provider (hcp) about this. It was more than tingling as it felt like the patient had nails in them, so she had to get up and stomp. The hcp did not know what was causing this. They adjusted it, but it was still happening. The hcp noted the unit was off. When they turned the unit back on, the patient got relief standing and sitting for her knees and back, but when she laid down to go to sleep, she had that nails being driven into her feet feeling. This stimulation issue was related to positional movement. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.